Event description:
Hill-rom received a report from a hill-rom tech stating the side rail would not stay up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the end tube was broken. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed from 2009-2014. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the end tube to resolve the issue. Based on this inf, no further action is required.